Manufacturer narrative:
The product is not available for evaluation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The dentist reported that immediate load procedure was performed.

Event description:
The clinician reported that 2.5 months after the dental implant and abutment were placed in ada site 10, the implant had not obtained integration in type iii bone. Clinician reports the site was not grafted and patient had excellent hygiene. There were no reported complications. (B)(4).

Manufacturer narrative:
The product is not available for evaluation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2.5 months after the dental implant and abutment were placed in ada site 10, the implant had not obtained integration in type iii bone. Clinician reports the site was not grafted and patient had excellent hygiene. There were no reported complications.